Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via from a consumer via a company representative regarding a patient receiving baclofen dose and concentration not reported, via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient's caregiver called the facility and notified them that the patient's pump was warm and had redness around the pump pocket on his skin. She also reported that this was warm to the touch. It was unknown as to what factors may have led or contributed to the issue. There was no diagnostics/troubleshooting performed. The company representative asked the office if pump was alarming or if there were any signs of under or over infusion and they denied this was occurring. The company representative advised office to contact the managing doctor to look at pump site and make a medical decision. At the time of this report, the issue was not resolved, patient status was "alive - no injury". It was unknown if a surgical intervention was planned for this and would need a follow- up on this. Additional information reported that the patient had a follow up appointment on 27-sep-2017. On 29-sep-2017 additional information received reported that the patient was continuing antibiotics and will recheck in 10 days if redness hasn't gone away. No further patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via company representative who reported that per the patient¿s mom, the patient had staph infections on and off for the last 12 months due to a gallbladder infection and removal. The gallbladder surgery was in (B)(6) 2016. A drain was placed in his abdomen under the area of the pump. His staph infections had caused wound debridement which had moved to the pump site. Antibiotics had been given on and off in an effort to keep the pump, but pump removal and a waiting period was recommended by the physician. The pump was removed. There were no issues with the pump and the patient was receiving adequate therapy. The pump was removed due to the infection and erosion of the skin. The issue was not resolved at the time of the report. The patient¿s status was reported as ¿alive ¿ no injury¿. No further complications were reported.